Manufacturer narrative:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for greater than 30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a coronary angiogram (cag). A retrograde approach was used. The physician was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of pvd/calcium in the vicinity of the puncture site. There were no prior pta, stent or vascular grafts in the common femoral artery. The balloon lost pressure during patient use at the first stop. There was no visible damage in the distal end of the sheath after removal. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2013402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2013402 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression of greater than 30 minutes.there was no reported patient injury. The device was stored, and handled per the instructions for use (IFU). The device was prepped according to the IFU. The mynx vcd was used in a coronary angiogram (cag). A retrograde approach was taken. The physician is mynx certified. Femoral artery¿s suitability was verified on angiography, or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of pvd/calcium in the vicinity of the puncture site. There were no prior pta, stent or vascular grafts in the common femoral artery. The balloon lost pressure during patient use at the first stop. There was no visible damage in the distal end of the sheath after removal. The patient recovered after the mynx event. The device will be returned for evaluation.